Event description:
Doctor reported events of ¿band complication¿ (described within the body of the article as ¿¿port and tubing complications¿¿) from journal article: ¿complications and outcome after laparoscopic bariatric surgery: lagb versus lrygb¿, langenbecks arch surg, doi 10.1007/s00423-012-0945-5. This medwatch represents the 5 pts listed in table 3 of the article who were diagnosed with ¿band complication¿ (described within the body of the article as ¿¿port and tubing complications were presented in five pts, which could be corrected under local anesthesia.¿)

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Requests for further info to clarify the event of ¿band complication¿ have been made. Allergan has received no response from the authors. As it is unk at this time if the lap-band system caused or contributed to the event of ¿band complication¿, we are reporting it. Additionally, in the absence of a more specific event description, we have opted to code the event as ¿varied injuries¿. Device labeling addresses the reported event of varied injuries as follows: ¿it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure, the risks associated with any surgical procedure and the pt¿s degree of intolerance to any foreign object implanted in the body.¿ ¿caution: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant.¿